Manufacturer narrative:
B3 - date of event: the event date was not provided. The customer indicated the events occurred in (B)(6) of 2025. D4 - lot #: was entered as "ni" as the lot number is either 0000909040, 0000924644, or 0000877576. D4 - expiration date: was entered as "ni" as the expiration date 8/27/2026, 10/07/2026, 5/12/2026 d4 - primary UDI number: was entered as "(B)(4)" as the UDI is either (B)(4) d9 - device available for evaluation: was selected as yes, however product is only available for lot number 0000909040. D9 - date returned to mfg: was entered as "6/6/2025", however product is only available for lot number 0000909040. H4 - device mfg date: was submitted as blank as the date is either 8/28/2024, 10/8/2024, 5/13/2024. H6 - adverse event problem: b03 was selected for type of investigation. Please note, this testing is only anticipated for returned lot 0000909040. Results pending completion of the investigation.

Event description:
The customer reported receiving a total of 15 false positive hcg results while using sure-vue serum/urine devices on 3 lots. The customer reported the patients presented some time in (B)(6) 2025 prior to undergoing an endometrial biopsy. Although requested, it is unclear when each patient presented and which of the 3 lot numbers were used. Each patient provided a urine sample, which was allowed to sit at room temperature for 30 minutes. The urine sample was tested, the results were read at 3 minutes and a positive hcg result was obtained. As a result of the positive hcg result, the endometrial biopsy procedure was delayed/rescheduled and all patients required confirmatory blood hcg testing. No adverse events were reported. No further information was provided. This report is for patient (B)(6). Please see related emdrs for patients (B)(6).

Manufacturer narrative:
B3 - date of event: the event date was not provided. The customer indicated the events occurred in february, march and may of 2025. D4 - lot #: was entered as "ni" as the lot number is either 0000909040, 0000924644, or 0000877576. D4 - expiration date: was entered as "ni" as the expiration date 8/27/2026, 10/07/2026, 5/12/2026. D4 - primary UDI number: was entered as "(B)(4)" as the UDI is either (B)(4). D9 - device available for evaluation: was selected as yes, however product is only available for lot number 0000909040 and 0000877576. D9 - date returned to mfg: was entered as "6/6/2025", however product is only available for lot number 0000909040 and 0000877576. H3 - device evaluated by mfg?: was selected as yes for lot numbers 0000909040 and 0000877576. H4 - device mfg date: was submitted as blank as the date is either 8/28/2024, 10/8/2024, 5/13/2024 h6 - adverse event problem: b03 was selected for type of investigation. Please note, this testing was only performed for 0000909040 and 0000877576. H6- adverse event problem: d15 "cause not established" was selected for lot number 0000924644. D14 "no problem detected" was selected for lot numbers 0000909040 and 0000877576. Investigation conclusion: retained devices from the reported lot number (0000924644, 0000909040 and 0000877576) were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. Returned devices from the reported lot numbers (0000909040 and 0000877576) were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product (lots 0000924644, 0000909040 and 0000877576) or return product (lots 0000909040 and 0000877576). Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50miu/ml) are present in urine and serum specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. - additionally, please note the following instructions for use. Place the test device on a clean and level surface. Hold the dropper vertically and transfer 3 full drops of serum or urine (approx. 100l) to the specimen well of the test device, and then start the timer. Avoid trapping air bubbles in the specimen well.

Event description:
The customer reported receiving a total of 15 false positive hcg results while using sure-vue serum/urine devices on 3 lots. The customer reported the patients presented some time in (B)(6) 2025 prior to undergoing an endometrial biopsy. Although requested, it is unclear when each patient presented and which of the 3 lot numbers were used. Each patient provided a urine sample, which was allowed to sit at room temperature for 30 minutes. The urine sample was tested, the results were read at 3 minutes and a positive hcg result was obtained. As a result of the positive hcg result, the endometrial biopsy procedure was delayed/rescheduled and all patients required confirmatory blood hcg testing. No adverse events were reported. No further information was provided. This report is for patient 7 ((B)(6)). Please see related emdrs for patients 1-6, 8-15.